Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-08015, 1627487-2019-08017, 1627487-2019-08018, 1627487-2019-08020. It was reported that patient entire scs system got explanted in 2010 at an unknown date, few months after the implant due to infection. Patient notified the manufacturer on 02 jul 2019. That is all the information available currently.